Event description:
Pt suffered closed trauma from a fall two years ago. He presented with eventration at the prior repair site. Abdominal wall hernia repair surgery was performed with implantation of a 20 x 30cm xcm biologic. Post-operatively, the pt presented with a hematoma that was managed conservatively. During the third week post-operative, the pt complained of abdominal pain. He was taken back to surgery for exploration. The abdomen was washed. Cultures were taken. The surgeon observed defects in the mesh. The patient has subsequently had several additional surgical procedures since the revision surgery. However, no details are available as of the date of this report.